Manufacturer narrative:
This is a follow-up 2 report to the follow-up 1 report. Arjo has continued the investigation towards flowtron acs900 deflation failure and was able to replicate the reported fault. This allowed to identify the root cause of the investigated problem. Garment over inflation occurs when the flowtron acs900 pump is entered to the state in which it experiences a specific number of power on/off cycles. The issue is caused a timer operating system resource being over allocated. The symptom of the investigated problem reveals when the final power on sequence begins. It was found out that this problem may occur in the field in a number of ways: membrane keypad hardware failure. Users pressing the power button quickly. The power button being used as a therapy start/stop button. The most likely scenario is that the power button is used to stop and then start the therapy. Note that it has always been intended that the end user should use the center play/pause button to start and stop therapy. Every time the power button is used to start therapy, a new timer operating system resource is created, leading to a software fault. Version 2.000 software forces the pump to completely reset whenever the operating system failure occurs. This results in therapy being restarted and prevents an attached dvt garment from failing to deflate. The pump continues the therapy after the reset. We have confirmed that the specific symptom observed in the field can be addressed by upgrading devices to software version 2.000.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). Additional information will be provided upon the investigation conclusion.

Event description:
On (B)(6) 2017 arjohuntleigh was informed about an event which occurred with the involvement of flowtron acs900 pump. The facility made an allegation that the system was observed not to deflate garments when in use. System was used on patients in recovery. No information indicating any patient's injury was received. Used garments were probably non-arjohuntleigh garments. The exact affected unit was not possible to be identified by the facility, therefore not available for return to the manufacturer.

Manufacturer narrative:
This report is being filed under exemption e2012066 by getinge (suzhou) co., ltd. (Registration #(B)(4) on behalf of the importer arjohuntleigh, inc. Ahus (registration #(B)(4). An investigation was carried out into this complaint. Based on the information received, flowtron acs900 pump was observed not to deflate garments when in use. The system was used on patients in recovery. No information indicating any patient's injury was received. The exact affected unit was not possible to be identified by the facility, therefore not available for return to the manufacturer. When reviewing similar reportable events, we have found other cases presenting a scenario of garment deflation issues. Flowtron acs900 unit remained in the failure state only until being discovered by attending staff. The pump was then removed and turned off. Arjohuntleigh has investigated the problem of flowtron acs900 constant pressure since the date of the first incident of this nature ((B)(6) 2016). Despite the testing conducted, the exact root cause of the problem could not have been determined as the failure mode could not have been duplicated until the later date. Conclusions of arjohuntleigh investigation remained unchanged until another incident occurred on (B)(6) 2017 in the USA. This was the first time arjohuntleigh have been able to see and test the unit in the "failed" state, which appeared to be an investigation milestone. The unit was left connected to mains power in the "failed" state, performance readings directly off the system sub-components state were collected for further analysis which took place on 3rd may, 2017. The investigation was divided into hardware and software potential failure areas which were objects of verification. At no point during this investigation was the r&d team able to replicate the actual failure, only fabrication of the failure was achieved. The data gathered during the activities of the on-site visit aided in determining that the fabricated failure and the actual failure state are very similar. The only difference being that in the actual failure serial communications with the system control circuit board are not functional, while they are functional during the fabricated state. This indicated that the system was in fact in the secondary state, which is entered only when a software application failure is detected by the system. Investigation course regarding software and hardware specific issues did not allow defining the exact root cause of the observed failure. The investigation has however, with a high degree of confidence, shown that software version 2.000 will handle the failure state in a more resilient manner when stimulated by any potential cause leading to the failure state. If the failure state occurs in a device with software version 2.000, the device will reset, restart, and therapy will continue. The specific symptom observed in the field may, with a high degree of confidence, be addressed by upgrading devices to software version 2.000. Arjohuntleigh initiated a global recall on 01 jun 2017 with an internal reference number (B)(4). Potentially affected pumps (serial numbers between (B)(4)) are supposed to be corrected in the field via a software upgrade to version v2.000. The appropriate communication to customers is being distributed. It needs to be emphasized that responsible care must be taken when using any part of a device that comes into contact with a patient or user. Patient's skin should be inspected frequently during procedures as per the instruction for use (526933en). Garments should be removed immediately if the patient experiences tingling, numbness or pain. Clinical judgement is required to determine if the patient's skin condition requires additional protective measure or if the therapy should be discontinued and an alternative modality used. It has been established that the flowtron acs900 pump was used for a patient therapy at the time of the event. The system was has malfunctioned (did not perform to specification) when the event took place, however no patient injury has been reported.